Event description:
Customer reported he received the following results on 2 different meters within 5 minutes: 112 mg/dl (compact plus system 1) and 21 mg/dl (compact plus system 2). No action was taken based on the results. No adverse event due to the device reported. The manufacturer requested return of suspect product for evaluation and replacement was sent.

Manufacturer narrative:
Iit was unknown if the initial reporter sent report to the FDA. This medwatch report is for the suspect product used in system 2. (B)(4).